Event description:
The nurse placed a 24 hour holter on patient in clinic. The holter was returned and when the medical assistant went to download the information from the holter, there was no data on the device. The nurse attempted to download the information as well and had the same result. The nurse notified the electrophysiology lab and notified the ordering physician.